Event description:
Olympus was informed that during a button transurethral resection of the prostate (turp) surgery, a pt allegedly suffered a bladder perforation and died the next day.

Manufacturer narrative:
Olympus followed up with the user facility via telephone and in writing but with no result. Olympus followed up with the reporter to obtain more info and was informed that during the procedure, the user had used a pressure machine with the bipolar button turp procedure. The reporter further stated that the user facility did not suspect the olympus equipment to be the cause of the pt's outcome. The subject device and associated olympus devices were not returned to olympus for eval. The exact cause of the pt outcome remains unk. This report will be supplemented if additional and significant info becomes available.